Manufacturer narrative:
(B)(4). Additional concomitant medical products: catalog # 183222 lot # unknown; catalog # 183622 lot # unknown; catalog # 141221 lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034 - 2018 - 07209, 0001825034 - 2018 - 07211, 0001825034 - 2018 - 07210. Not returned.

Event description:
It was reported a patient underwent primary left total knee arthroplasty. Two years later, patient experienced a fall and was diagnosed with peri-prosthetic femur fracture.

Manufacturer narrative:
Investigation has identified this device did not contribute to this event. Please void this submission.